Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during placement of tunneled hemodialysis catheter, the patient had a possible air embolus. It was reported that there was a transient drop in oxygen saturation and short run of pvc's (premature ventricular contractions). Cardiac symptoms had self- resolved within seconds. High flow oxygen via mask was administered as well. Respiratory status stabilized and was at baseline after 30 minutes. The customer stated they were not clear if it was user error or a device issue.